Manufacturer narrative:
Concomitant medical products: double lumen PICC; syringe, size and MFR. Unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing set leaked during a continuous infusion of dopamine infusing greater than 24 hours at a rate of 0.8-0.9ml/hour via the patient's PICC line located in the infant patient's right femoral artery. The dopamine syringe and tubing set was replaced.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the suspect filter extension set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the cracked female luer. The source of the leak is due to a crack in the female luer component. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks.

Event description:
It was reported that the tubing set leaked during a continuous infusion of dopamine infusing greater than 24 hours at a rate of 0.8-0.9ml/hour via the patient's PICC line located in the infant patient's right femoral artery. The dopamine syringe and tubing set was replaced.